Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint (B)(4) was created to capture the 1 of the 3 failure of the attune cementless tibial base plates. This captures the subsidence of the tibial tray. Prof (B)(6) made me aware of 3 attune cementless tibial base plates that have failed - 2 early and 1 late failure. He has revised one already (I was not at the case so unsure whether a product complaint was completed) and will revise the other 2 on the 16th october. He has given me permission to take photos of the post-op x-rays for all of the cases on the 16th october at which time I will be able to add them to this form. He said that one case had loosened and 2 had subsided.